Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was not able to remove the force bipolar instrument from the cannula due to an issue with the jaws. The customer tried to reinstall the instrument and it wouldn¿t "hook up". The arm kept pushing back while trying to engage it. Following the procedure, the instrument was inspected by the customer and it was found that the tip had failed to straighten out when clutched for removal. Additional information has been obtained from the customer. The issue was resolved by removing the force bipolar instrument with the cannula. The customer then straightened the tip of the instrument to remove it from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 25-april-2022. It was confirmed that they removed the instrument and the trocar together. Then took both and straightened the tip out so that the instrument could be removed. No medical intervention was required.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. Manual input of the disc knobs exhibited intuitive motion at the wrist. The force bipolar instrument was checked for recognition and engagement on the in-house test system. The instrument was successfully recognized and engaged by the system multiple times on different arms. The instrument was driven and moved intuitively with a full range of motion in all directions. There was no difficulty experienced in removing and installing the instrument on the system arms. The levers were still present on the instrument and were easily depressed to remove it during disengagement with various cannulas. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system (B)(4). The force bipolar (n10200810-0057) had 2 use remaining after the last use. Additionally, a review of the site's system logs for the reported procedure date was performed by the rpms analyst on 07-apr-2022. Investigation revealed that there were no related system errors that occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the instrument being unable to be straightened. The force bipolar instrument had to be removed with the cannula. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.